Manufacturer narrative:
Continuation of d10: product ID 39286-65, serial# (B)(6), implanted: (B)(6) 2014, product type lead h3. Analysis of the ins (B)(6) found the lead still present inside of the 0-7 connector portion of the header. The ball seals appeared intact. The 0-7 port had residue present. The connector port had parts of the lead stuck inside of the port. Noted complaint of lead stuck in ins header. X-ray has confirmed lead is present and set screw was in the correct position to allow removal of lead. There was suspected fm/tissue build up at the head port for 0-7 that could have contributed to resistance during removal. Lead will be left inside of the ins in an effort to preserve evidence of anomaly. H6. Evaluation results code : c20 no longer applicable evaluation method code: b17 no longer applicable h3. Analysis of the lead va0p510024 found no significant anomaly and/or explant damage. The stim lead body was cut through and the product was segmented. Evaluation results code : c20 no longer applicable evaluation method code: b17 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID:39286-65, serial#(B)(4), implanted: (B)(6)2014, product type:lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #:(B)(4), ubd: 02-oct-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the implantable neurostimulator was being replaced for normal end of life. Manufacturer representative (rep) reports that during the ins replacement procedure, one of the lead tails could not be removed from the implantable neurostimulator. Rep reports the lead tail broke off. Rep said the dr inserted the good lead tail into the new ins and used an ins plug for the other port. Rep said they will schedule another surgical procedure to replace the broken surgical lead.